Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5102364) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient stated, "approximately 6 weeks ago at the end of (B) (6) 2021 I noticed and developed a chronic cough while using the dreamstation sleep apnea machine and also after cleaning it with the soclean machine. The cough has persisted and has now affected my lungs and breathing and I have required medical attention. I have not resolved this in spite of antibiotics, an inhaler, and a steroid pack. I will be pursuing further medical attention next week. Discoid atelectasis left lung and constrictive airway per physician". The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In previous report, the manufacturer reported incorrect information in box b: adverse event/product problem and box h: device manufactures health impact grid. The following correction has been updated in this report in box b: adverse event/product problem- product problem and box h: device manufactures health impact grid-no health consequences or impact.